Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.

Event description:
Customer reported that the v60 ventilator was giving an error message of machine and proximal pressure sensors failed. No patient information provided. Through follow-ups, customer could not locate the unit at the site.

Manufacturer narrative:
.

Event description:
Customer reported that the v60 ventilator was giving an error message of machine and proximal pressure sensors failed. Customer reported that the unit was in clinical use at the time the reported issue was discovered; however, there was no patient harm or injury.